Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17 february 2026, it was reported by a sales representative via email that an ar-1588tnt, acl tightrope with fibertag abs was reported to have failed during use. It was reported that acl fibertag tightrope abs implant snapped during tensioning at the tibia. According to the representative, the surgeon was not using excessive force during the implant malfunction. This occurred on (B)(6) 2026 during an acl reconstruction, quad graft. The case was completed successfully using an alternative technique to complete repair. There was case involvement.